Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb). The failed pressure transducer pcb was returned for further investigation. The returned pressure transducer pcb has been tested on a ventilator and it failed with internal leakage test during pre-use check. It was noticed by visual inspection that there were signs of oxidation/corrosion on the returned pressure transducer pcb indicating liquid spillage. A microscopic investigation shows signs of dirt and particles inside the pressure transducer sensor¿s cavity. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. However, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref. #: (B)(4).